Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the bolus recommendation provided by the blood glucose monitor was not accurate. No adverse event was reported. The blood glucose monitor was requested to be returned for product evaluation.